Event description:
It was reported that pump displayed malfunction alarm malf 12, with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use injection therapy as backup, put pump into storage mode, and return problematic pump while technical support sent replacement pump with updated software.